Event description:
This system was taken out of service due to complaint of pain at implant site. This rv lead was capped and the ICD was explanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.